Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04309. Investigation is ongoing.

Manufacturer narrative:
Added h.6 component code, type of investigation, investigation findings. Corrected h.6 investigation conclusion codes. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and no manufacturing non-conformance were identified that may have contributed to the event. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and the delivery system was noted to have patient intima attached along with a tear near the ic bond. Calcification was observed throughout the patient's anatomy. Tortuosity was present in the patient's anatomy. The IFU, device preparation manuals, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. For longer, peel away loader, retract and peel away (if needed). Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. No IFU/training deficiencies. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In an MDR put: a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were unable to be confirmed, as neither the complaint device nor applicable sheath imagery were provided for the evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As per the complaint description, 'the sheath was introduced was met with resistance on a stent just distal to the iliac/aortic bifurcation.' The provided imagery also revealed calcification in the patient's access vessels during the imagery evaluation. As the sheath was inserted into the patient, the tip's interaction with calcification and the pre-existing stent, in addition to excessive manipulation to overcome the observed resistance, likely contributed to the observed distal tip split. The complaint description states, 'the crimped valve and delivery system met with resistance on the same stent at the same place. While trying to advance the valve was continuing to migrate from the original crimped location.' Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Calcification and tortuosity were observed during evaluation of provided 3mensio. While vessel tortuosity can create a challenging pathway for delivery system insertion, calcification can reduce the vessel diameter preventing sheath from proper expansion, which both may lead to resistance. Furthermore, the patient's pre-existing stent may also contribute to resistance during delivery system insertion as the stent may also reduce the vessel diameter. In such condition, attempts to manipulate the device to overcome the resistance with the delivery system could result in valve interaction with the sheath liner, resulting in a liner tear. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A corrective actions preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity, pre-existing stent) and procedural factors (excessive manipulation) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for 'difficulty introducing delivery system through sheath, resulting in procedural delay', which did occur during this event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case bilateral access was obtained and the team perclosed the right side with no issues. The sheath was introduced and met with resistance on a stent just distal to the iliac/aortic bifurcation. The team shockwaved with a 7.0 balloon and was then able to fully advance the esheath. The crimped valve and delivery system met with resistance on the same stent at the same place. While trying to advance the valve was continuing to migrate from the original crimped location. Once they determined they could not make it into the aorta, the team tried to pull the valve back in to the sheath. The sheath was noticeably split (both the liner and the blue hdpe material) and the valve could not re-enter sheath. The decision was made to pull the valve, delivery system, and sheath out as one. The valve got stuck in the common iliac. The patient's pressure started to drop, they went into vtach, and was shocked several times. CPR was administered. A balloon was introduced through a 14f esheath on the contralateral side. A perf was discovered on the right common iliac. Vascular surgeon arrived and valve was pulled from iliac. The valve had the entire lilac encapsulated on it. A 10x25 stent was placed in the aortic / iliac bifurcation along with coils in the common iliac. Hemostasis was achieved and a fem/fem bypass was performed successfully. The patient was last noted to be in stable condition.